Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Date: 09/26/2024. Complaint number: (B)(4). Item number: b-d328438z. Item description: syringe, insulin, 0.3ml, 31gx 5/16." Incident description: not legible lines. Hello, we have received a quality complaint on product sold to our customer. Please contact the customer and cc xxxxxx.com and xxxxxxx.com on any future communication. Injuries or adverse event: no. Item: 328438. Quantity affected: 30 bg. Serial/lot number: (B)(6)/100382908438032. Po: (B)(4). Are any samples available for return? Yes. Reported issue: customer disposition request: cust: we ordered these a few weeks ago and the print is messed up on them. Our doctors can't use them because they can't accurately tell which line is which. We have never had this problem except this time. We have tossed at least 30 syringes because they are unledgeable.